Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on x-ray. No surgical intervention was performed, the physician decided to monitor the patient. The patient's condition is fine.